Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a "belt slip" error message. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event. Note: the field service representative performed preventative maintenance on the device prior to the procedure. The front membrane panel was replaced due to corrosion. The representative cleaned the area around the panel of corrosion debris. Some of that corrosion fell down onto the encoder wheel and transferred to the tachometer and blocked the signal path causing the belt slip message.

Manufacturer narrative:
Eval in progress, but not yet concluded.